Event description:
Health care professional reported that the valve was abandoned during the implant procedure when he tore a leaflet. There was no reported adverse effects to the pt and the valve was returned for analysis.